Event description:
It was reported that iqvia technician was onsite to do the software update and found that the arctic sun device would not pass the functional check and not cooling. Per wo notes, chiller temperature was 8.4, outlet control temperature was 33.8, mixing pump command 100 percentage and indicative of a failed mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.